Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of inappropriate shocks in more than a single episode. The patient was seen in the hospital following the shock therapy episodes. Review of the stored episodes noted non-physiologic noise with an almost flat line at the onset of one of the episodes. The device was noted to be programmed to secondary sensing vector and the smartpass feature was off. Noise was observed with any patient movement. Technical services (ts) discussed the option of programming the sensing vector to primary and discussed troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of inappropriate shocks in more than a single episode. The patient was seen in the hospital following the shock therapy episodes. Review of the stored episodes noted non-physiologic noise with an almost flat line at the onset of one of the episodes. The device was noted to be programmed to secondary sensing vector and the smartpass feature was off. Noise was observed with any patient movement. Technical services (ts) discussed the option of programming the sensing vector to primary and discussed troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken approximately two weeks later. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing that resulted in delivery of inappropriate shocks in more than a single episode. The patient was seen in the hospital following the shock therapy episodes. Review of the stored episodes noted non-physiologic noise with an almost flat line at the onset of one of the episodes. The device was noted to be programmed to secondary sensing vector and the smartpass feature was off. Noise was observed with any patient movement. Technical services (ts) discussed the option of programming the sensing vector to primary and discussed troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken approximately two weeks later. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 13 centimeters (cm) from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fracture resulted in the observed noise, oversensing, and inappropriate shock codes.